Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the lead extensions found them to be satisfactory.

Event description:
A report was received that following a pocket revision, the patient was experiencing pain at the new pocket site. The bsn field clinical engineer met with the patient and suspected that there was a current leakage from the lead extensions. The patient underwent a revision, during which the extensions were replaced. The patient was reportedly doing well following the procedure.